Event description:
It was reported that a xr60b was used during an unknown procedure. It was reported by the affiliate that there was an incomplete staple line. Also there were 3 malformed staples. This xr60b was discarded. There were no consequence to the pt.